Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 65-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. A pump exchange occurred due to care team concern for infection. Extracorporeal membrane oxygenation (ECMO) was being decannulated after pump exchange so no heparin was given prior to device insertion. Sheath was aspirated and flushed just prior to pump insertion. Throughout the night, pump developed flow saturation. Cath lab team replacing pump again to prevent failure.

Manufacturer narrative:
The investigation into saturated flow and infection/sepsis has been completed. In the logs it was seen that there were suction conditions present and then a spike in purge pressure as well as motor current. After these events, the flow became saturated. Additionally, the product was returned to the lab and biomaterial was wrapped around the impeller blades. The patient had an unknown active infection before this cp was placed. The root cause for the saturated flow is most likely due to biomaterial ingested during this period and the root cause of the infection is most likely due to the patients condition.